Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit had no audio at start up. The unit was triaged and the reported condition was confirmed. The root cause for no audio is caused by components being dislodged from the audio circuit on the main board. A formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2/8/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
A non-specific issue was reported by the customer. Upon triage of the unit, on 2/2/2018, the service tech found the unit had no audio at start up.